Event description:
Olympus was informed that during laparoscopic hepatectomy, the doctor found that the ptfe pad of the grasping section was broken and fallen off. The doctor retrieved the part of the fragment outside the patient's body, but there was a possibility of the remaining fragment in the patient's body. Then the doctor completed the procedure with another device. And after that, the doctor conducted peritoneal lavage using 1-2l of saline. As a result , the x-ray didn't find any fragments in the patient's body. There was no patient injury regarding this report.

Manufacturer narrative:
The subject device and the fragment of the ptfe pad retrieved were returned to olympus for investigation. The investigation confirmed that the ptfe pad worn away. Then the area of the worn pad didn't fully match the fragment. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concluded that the worn pad was caused by activating output in seal and cut mode without grasping anything. And then, when the subject device was pulled out from the patient's body and wiped, the fragment fell off. Since the x-ray couldn't find any fragments, the fragment might not have fallen off in the patient's body. The instruction manual of the subject device warns: if the thunderbeat is used to treat a patient with blood hypertension, coronary disease, arteriosclerosis, diabetes, and/or cirrhosis, or a patient with blood vessel irregularities such as calcification, sufficient sealing performance may not be possible. To ensure high sealing capability, use the thunderbeat to seal healthy normal vessels. This report is being submitted as a medical device report in an abundance of caution.